Event description:
Clinical study. Same case a MDR 6000089-2006-00268. One hundred ninety-two days after a coronary artery drug eluting stenting treatment procedure the patient experienced a stent thrombosis (st) and underwent a target vessel reintervention (tvr). The index procedure treated on target lesion for instent restenosis. Target lesion 1 was a 2.92 mm vessel diameter 85% stenosed region of the mid right coronary artery (rca). The lesion was 56.0 mm in length, and was mildly tortuous with mild calcification. The physician predilated the lesion prior to placing two overlapping taxus express2 8.8% drug eluting stents. The first stent, 2.75x32mm, overlapped the original stent by 24.0mm. The second stent, 2.5x24mm, overlapped the original stent by 4.0mm. Residual stenosis was 0% following post dilation. The patient was discharged from the hospital receiving asa and plavix 2 days post index procedure. The site reported that the patient experienced an st, and underwent a tvr of the mid rca 192 days post index procedure. The st was confirmed by angiography and was resolved the same day after the following actions. The actions performed included hospitalization, tvr, and cardiac medication change. In the opinion the physician there was a probable relationship between the st and the taxus stent. The physician placed three taxus express2 stents in the rca to help alleviate diffuse in-stent restenosis. In the opinion of the physician there was a probable relationship between the taxus stents and the tvr. The patient was discharged from the hospital in satisfactory/good condition.